Event description:
The customer observed a false positive b-hcg result for one patient on the architect i2000sr analyzer. The following data was provided: (B)(6) 2013: 62.85 u/ml (positive); new sample drawn - (B)(6) 2013: 1.20, 1.20 u/ml (negative/negative). Per the b-hcg package insert: specimens with b-hcg levels greater than or equal to 25.00 miu/ml will be reported as positive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).